Manufacturer narrative:
Clarification to d.6a: implant date provided as approximately 20 years ago. Defaulted to (B)(6) 2004.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, possible rupture, and age of implants. Healthcare professional later reported baker grade IV. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, a4, a6, b3, b6, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, possible rupture, and age of implants. Healthcare professional later reported baker grade IV. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown and possible rupture. Clarification to d6a: "20+ years ago".

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, possible rupture, and age of implants. Healthcare professional later reported baker grade IV. The device has been explanted, replaced, and discarded.